Manufacturer narrative:
Medwatch/user facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with acute neurologic symptoms and infarcts on brain cat scan in the setting of acute increase in lactate dehydrogenase (ldh) (peaked 1, 223) and plasma hemoglobin 13.3. International normalized ration (inr) was 2.5 on admission and patient was taking aspirin 162 mg daily. Blood pressure was normotensive. Statin was started to reduce cerebrovascular accident risk profile and vad rpm was decreased to allow more pulsatility. Heparin was not started due to inr 2.5-3.3 during hospitalization. Vad parameters were not abnormal. Ldh down-trended allowing discharge home.

Manufacturer narrative:
Section d4, h4: additional information. Section e4, g3: correction. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events (embolic/ischemic stroke and hemolysis) could not be conclusively determined through this investigation. The patient remains ongoing on (B)(6). No further information was provided by the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii left ventricular assist system instructions for use (IFU) lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.